Manufacturer narrative:
Reported event: an event regarding metallosis, osteolysis, corrosion and periprosthetic fracture involving a abgii modular device was reported. The event was confirmed.   Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events (metallosis, osteolysis, corrosion) were determined to be associated with ra 2012-067. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported metallosis, osteolysis, corrosion is considered to be under the scope of this recall. No further investigation is required. Device not returned.

Event description:
It was reported that the patient's right hip was revised. Original reason for revision was due to a femoral periprosthetic fracture sustained in a fall. Intra-operatively, the following were noted: osteolysis, metallosis, corrosion at the stem/ neck junction. The modular stem, sleeve, head, and liner were revised to competitor femoral devices and another stryker poly liner. Rep confirmed that no further information will be released by the hospital or surgeon.